Event description:
Material no.: 930815 . Batch no.: 0328213. It was reported by the user facility that the end of the prep stick came off and the glass ampule broke on the floor. Per medwatch: describe the event or problem: chloraprep obtained from supply cabinet while removing from package the end of prep stick came off glass ampule fell to floor and broke. Lot: 0328213 exp: 11/2023 26ml orange applicator not saved lot# above is on the becton-dickmson. Voluntary recall list issued 4/20/2021.

Manufacturer narrative:
The facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Follow up emdr pr 3061775 h3 other text : please see narrative below.

Manufacturer narrative:
Medwatch # 4900240000-2021-8071. (B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 930815. Batch no.: 0328213. It was reported by the user facility that the end of the prep stick came off and the glass ampule broke on the floor. Per medwatch: describe the event or problem: chloraprep obtained from supply cabinet while removing from package the end of prep stick came off glass ampule fell to floor and broke. Lot: 0328213 exp: 11/2023 26ml. Orange applicator not saved lot# above is on the becton-dickmson voluntary recall list issued 4/20/2021.